Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Ria concomitant devices reported: 19mm ria reamer (part # 352.265s, unknown lot #, unknown quantity), 2.5mm ball tip guide rod (part # 351.706s, unknown lot #, uknown quantity), ria tube assembly (part # 314.746s, lot # h316876, quantity # 1). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the reamer irrigator aspirator (ria) drive shaft broke in half during the retrieval of the 19 mm ria reamer on (B)(6) 2017. The tip broke off the shaft thus separating the shaft from the ria head. All broken pieces were removed by pulling out the 2.5mm ball tip guide rod. There is no reported surgical delay and the procedure was completed successfully with good patient outcome. Additional xray was taken to confirm all parts were removed. This complaint involves one (1) device. Ria concomitant devices reported: 19mm ria reamer (part # 352.265s, unknown lot #, unknown quantity), 2.5mm ball tip guide rod (part # 351.706s, unknown lot #, unknown quantity), ria tube assembly (part # 314.746s, lot # h316876, quantity # 1) (B)(4).